Event description:
On (B)(6) 2015, customer's father reported that on (B)(6) 2015, when removing the adhesive plaster and cannula headset, the steel cannula remained inside the child's upper buttocks. He was admitted to hospital to have the cannula surgically removed. Child was operated on (B)(6) 2015 and discharged the same day. The actual cannula itself has been discarded and will not be returned for investigation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.